Event description:
The lay user/pt contacted lifescan in february 2006 and alleged that her one touch ultra meter (serial number not provided) was reading inaccurately high (however, based on the info provided, the meter was reading lower than the emt meter result). The medical affairs specialist was not able to reach the pt to obtain further info after several attempts via phone. A letter will be sent to the address provided. The pt reported that in february 2006, she was feeling dizzy after she tested her blood glucose on the subject meter with a result of 130 mg/dl. She called the emergency services because she was feeling dizzy. The emt tested her on their meter with a result of 460 mg/dl. She was given "antivert medication/valium." It is unk if she was given any treatment for diabetes. Prior to receiving medical attention, the provided did not take any actions following the use of the meter. The time difference between the subject meter result and the emt was also not provided. The pt also provided results from test performed on different days. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt's control solution was expired and therefore a quality control check could not be performed. It would be helpful to know the time difference between subject meter and the emt meter results, the pt's diabetes medication regimen, and if pt was treated for diabetes. This complaint is being reported as the pt obtained a normal result on her meter while feeling dizzy, and the emt meter showed a high blood glucose result. A replacement meter, control solution, and test strips were sent to the lay user/patient.